Event description:
The alfa pump is a newly FDA-approved implanted device for removal of refractory ascites. However, there were reports of multiple shocks to the patient such that the patient had shocking sensations like involuntary spasms, as well as progressively increasing erythema at an abdominal wall site with marked pruritus and hypersensitivity to touch, discomfort significant enough that he sometimes sits with his shirt off and remains unable to sleep on his right side, bladder shocks associated with heart fluttering and bladder spasming which is worse when reclining or lying flat, shocks occurring while the pump is on and when in certain positions, two shocks during an appointment which 'nearly jolted him out of the exam chair', electrical type shocks occurring while pump is on and when in certain positions. The shocks are described as "incredibly painful episodes." The device was implanted on [redacted]. The patient had intermittent shocking allegedly from the pump from [redacted]-post-op day 1 to [redacted]-post-op day 47 when the pump was turned off due to the shocking. On [redacted]-58 days later, the pump was removed due to no more ascites.